Event description:
It was reported that patient underwent total hip replacement in 2008, in which he received a durom cup acetabular component. Post-op, patient's attorney reports that patient experienced pain and was revised five and a half months later.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.